Event description:
Emts connected the device to a pt described as in full arrest. Reportedly, the device would not power up when the device on/off switch was pressed. Als arrived on scene and used their manual defibrillator to continue pt treatment. The pt was not resuscitated. The reporter stated the discrepancy did not affect pt outcome, based upon a lack of pt viability.